Event description:
A customer reported a cartridge alarm 20 issue with their current pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, customer technical support (cts) replaced the pump, advising the customer on steps to follow upon receiving the new pump. The customer acknowledged the instructions, including putting the old pump into storage mode before returning it. The new pump with updated software was sent without a signature requirement for delivery, and the customer committed to returning the problematic pump within 10 days using the provided pre-paid label.